Event description:
It was reported that during attempt to insert guidewire by medical student, resistance was met but placement was successful. However, as it was not possible to remove either the guidewire or catheter, attending physician completed the removal process. Arterial line broke during removal. Catheter was surgically removed. There were no associated patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.